Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated their skin had irritation on (B)(6) 2018 and removed the sensor on (B)(6) 2018. They stated when they removed the sensor, the skin was red and painful. They went to urgent care and stated they had a skin infection and was prescribed antibiotics. At the time of contact, the affected area was still painful but was healing. No additional patient or event information is available.